Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as return of device, operative reports, x-rays, histopathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
A physician wanted to revise a rejuvenate stem and trident cup, due to patient instability and dislocation. The doctor ultimately removed the cup only, as he said it was too vertical. He implanted a tritanium revision cup with a constrained insert. Once a new cup was positioned in the correct abduction angle and retroversion with a constrained insert was placed, the patient no longer had dislocation issues.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A physician wanted to revise a rejuvenate stem and trident cup, due to patient instability and dislocation. The doctor ultimately removed the cup only, as he said it was too vertical. He implanted a tritanium revision cup with a constrained insert. Once a new cup was positioned in the correct abduction angle and retroversion with a constrained insert was placed, the patient no longer had dislocation issues.